Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that 54 months after the implantation, an home monitoring alert for eri status was sent, on the next day when the device was interrogated, reportedly no eri status was displayed.

Manufacturer narrative:
The ICD under complaint was returned and subjected to a thorough analysis. Upon receipt, the device could be properly interrogated and no anomalies were observed. An amount of 45 charging cycles was documented. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted, indicating an unexpected battery behavior which possibly led to the clinical observation. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electrical module was directly measured. Thereby a normal current consumption could be confirmed. The battery voltage was lower than expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed no peculiarities. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery a short circuit was identified, which led to an elevated internal self-depletion and therefore contributed to the clinical observation. In conclusion, the device was implanted for about 55 months. An elevated internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis all therapy functions of the device were entirely available while implanted and in service.